Event description:
It was reported that the ilet issued an alert for consecutive stalled motor after a prior occlusion alert, and the user performed a dry run without further alerts but later received an inability-to-proceed notification when reconnecting the prefilled cartridge, indicating the cartridge was not delivering insulin. Symptoms included no change in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included telephone-based troubleshooting and education with guidance to replace the infusion set and prefilled cartridge at home. Investigation of this case revealed that the stalled motor condition resolved during the dry run but recurred when attempting to use the existing cartridge, suggesting a supply or cartridge-related obstruction preventing insulin delivery. It was concluded that the event was related to a malfunction consistent with a stalled motor condition requiring replacement of disposable supplies and cartridge.